Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varice banding performed on (B)(6) 2010. According to the complainant, during the procedure, they deployed a band onto a medium gauge varice and the band fell off. It was reported that there was local bleeding. The case was completed with an injection of ethanolamine. It was reported that there was no serious injury to the patient, as result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - failure to maintain grasp. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.